Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the local field representative that the lead has consistently exhibited high pacing impedance measurements, which, was felt to be due to the lead being a single coil lead. The physician will continue to monitor the device and lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.